Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend plus. Two pictures received from p/n 65sn040 l/n unknown, we did not observed damage in the 15mmconnector. Visual inspection: visual inspection did not reveal any damage or substantiate complaint. Results: we visually inspected the sample to see if the assembly meet the half moon specification according to qp bivona tt-fg-tj rev. 113. Inspection for bivona finish goods." During the visual inspection, we observed the assembly is within specification. The engineering process prior to release performed goods 100% during testing. The complaint was not confirmed.

Event description:
Investigation completed and summarized in h 10.

Event description:
It was reported the device was being placed in use with patient. The reporter stated the device obturator could not be removed from the tube. The patient required bag-valve-mask ventilation while this issue was resolved. The tube and obturator were separated and tube was placed without any further adverse effects.